Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values one day after the sensor was inserted in the abdomen. The patient was at home with her husband and then experienced hypoglycemia, and suddenly loss of consciousness. There were no other symptoms provided. The husband called the ambulance, the paramedics took a blood glucose reading which was 0.5 mmol/l (patient confirmed this value although it is outside of the bg meter range), and the cgm reading was 10.9 mmol/l. The paramedics treated the patient with glucose and did not take the patient to the hospital. At the time of the report the patient recovered and was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the no data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.